Manufacturer narrative:
Device was manufactured between march 21, 2016 and march 22, 2016 the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and passed successfully with no issues relating to the reported condition. Fourier transform infrared spectroscopy was performed on the droplets. The droplets were determined to be water. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking saline. There was no patient involvement. No additional information is available.